Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/14/2016 that on (B)(6) 2016, that due to sensor graph interruptions there was no data. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.